Event description:
It was reported that the healthcare provider did not do a bridge bolus as was required, during a dosage change. The healthcare provider decided to change the concentration and dose, however the provider thought incorrectly that the bridge bolus was "automatically programmed", therefore a bridge bolus was not performed. After updating the pump with the concentration and dose change, the healthcare provider noticed that a bridge bolus was not programmed. The provider then updated the pump correctly, and programmed a bridge bolus as required. No patient symptoms or injury were reported in reference to the event. The medication in the pump was gablofen (baclofen). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8840, lot/serial# unknown, product type programmer, physician. (B)(4).